Event description:
Boston scientific received information that during a device upgrade procedure a right atrial (ra) lead fracture was found. As a result, this ra lead was abandoned surgically. A local area sales representative reported that there were no indications of a lead issue at a previous device check. During this procedure a non-boston scientific device and ra lead were implanted. No additional adverse patient effects were reported during this procedure.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.